Event description:
Healthcare professional reported a clinical patient experienced elevated iop and was treated with needle bleb expansion in the right eye against the xen®45 gts. Iop continued to be elevated. Ahmed valve glaucoma device was placed with tutoplast scleral patch graft reinforcement. Xen®45 gts remains implanted. The events have been resolved.

Event description:
An sae form has been submitted for this clinical patient.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Additional information reported a clinical patient experienced moderate diverticulitis (deemed not related to the xen®45 gts) and mild hypotony. No action was taken with the study device and event has been resolved.

Event description:
Additional information reported a clinical patient experienced elevated iop and was treated with lumigan every night in study eye.

Manufacturer narrative:
A review of the device history record has been initiated. If any deviations or non-conformances are found, a supplemental medwatch will be submitted. Serial number: (B)(4). Lot number: 62703. The reported events of high intraocular pressure and fibrosis are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling: this is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a clinical patient experienced elevated iop and was treated with needle bleb expansion in the right eye against the xen®45 gts. Iop continued to be elevated. Ahmed valve glaucoma device was placed with tutoplast scleral patch graft reinforcement. Xen®45 gts remains implanted. The events have been resolved.